Manufacturer narrative:
Information received that patient healed.

Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.

Event description:
Surgeon reported that the system caused a grade 4 corneal burn one day post operation. Pupilla cannot be seen clearly. Though some improvement in 1 week, there is serious loss of vision and problems with visual acuity. At 2 weeks post-operation central corneal still has serious burn/edema. Risk of insufficient endothelial cells.

Manufacturer narrative:
Field service visited site after event. The system was checked (visual, functional and electrical testing performed) and no problems were identified. Also ellips fx handpiece was tested and no problem was found. The system meets amo specifications.